Manufacturer narrative:
Product complaint number: (B)(4). Investigation summary: visual analysis of the returned sample revealed that one sample, of product code y398, was received to for evaluation. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. The defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2022 and suture was used. During the procedure, the needle popped off the suture before it could even be used. Pop off occurred at the sewage. Another like device was used to complete the procedure. There were no patient consequences reported.